Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose levels (50 mg/dl). Customer forgot to bolus the day prior, and then received a low blood glucose level after delivering the missed bolus. Basal setting has been adjusted from 2.5 units to 2.0 units.